Event description:
It was reported that the right atrial (ra) lead had been previously capped and replaced due to a fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, (B)(6) 2008. (B)(4).